Event description:
It was reported to manufacturer that the pt was admitted in the emergency room because the pt had an increase in seizures and also infection at an unk vns device site. It is unk if any pt manipulation or trauma contributed to infection and if any medication or programming changes contributed to the increase in seizures. The device has been explanted in the emergency room due to infection; however, the type of infection is unk. Moreover, if the increase in seizures was above, below, or back to pre-vns baseline and relationships of the events to vns therapy are unk. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the manufacturing records confirmed sterilization of both the generator and lead prior to distribution.